Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
During a craniotomy surgery performed on (B)(6) 2013, three screws had the heads shear off during insertion. The surgeon was able to get all of the pieces out and nothing was left in the patient. No issues were reported with the patient or prolongation of the surgery. The hospital threw all of the pieces away. This report is number 2 of 3 for the same event.